Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse inspected the dummy well, the waste pump, and the 2-way solenoid valve for the wash probe. Inspection revealed that the dummy well was half full of fluids after the last prime for wash/ diluent had been performed. Fse replaced the 3-way solenoid valve for the bf washer; however, the error persisted. Further inspection revealed a broken wire on wash probe. Fse replaced the wash probe, then checked the wash probe height to the bottom of the cup. Fse was subsequently able to perform multiple primes for wash and substrate without errors. The customer was able to prepare and run quality controls (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, chapter 7 -error messages and flags was reviewed. 2015 bf probe purge failure. The aia-360 operator's manual indicates that the 2015 bf probe purge failure error message is generated when purging of the bf probe is abnormal. The operator is instructed to clean and/or replace the wash probe tip and contact tosoh customer service. The most probable cause of the reported event was due failure of the 3-way solenoid valve for the bf washer and a broken wire on wash probe.

Event description:
It was reported that the customer received the "2015 bf probe purge failure" error while running patient samples with their aia-360 analyzer. Technical support (ts) instructed the customer to perform a few wash primes; however, the error reoccurred. Next, ts instructed the customer to remove the back panel to inspect the wash probe for beads caught on the tip. The customer denied visualizing any obstructions and stated the "tip looks good". The customer attempted several more wash primes without resolution. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for creatine kinase-muscle/brain (ckmb) and myoglobin (myo). There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Results code: 3221; no findings available. Conclusion code: 4315; cause not established. A 2-way solenoid valve was returned for investigation to the tosoh instrument service center (isc) instead of the 3-way solenoid valve, which was replaced to resolve the issue during troubleshooting by the fse. Functional testing for the 3-way solenoid valve could not be performed due to the wrong part being returned. The wash probe could not be evaluated as a result of damage. The most probable cause of the reported event remains unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.